Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced an unspecified adverse outcome. After treatment, the patient experienced revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information received shows that this product event is a duplicate of another issue reported under regulatory report # 9615742-2018-01643. This file will be closed and all further updates processed under the above-referenced report. If information is provided in the future, a supplemental report will be issued.